Manufacturer narrative:
Date (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that during a follow-up visit on (B)(6) 2013, failure of capture and several noise episodes were detected. One of the noise episodes led to delivery of inappropriate shock. It was also indicated that the associated patient files from this date did not have stored egm episodes and there was a message indicating "unable to read file". Also reported: impedance of 901 ohms, no pacing at 7 v - 1 ms. The associated lead (isoline 2cr, s/n (B)(4)) was explanted and replaced.